Manufacturer narrative:
This report is submitted on may 19, 2023.

Event description:
Per the clinic, the surgery time for an initial implantation surgery was extended due to unexpected medical reasons, resulting in additional anaesthesia used.